Event description:
It was reported that the 2800 system had an error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Testing indicated no power going to kv controller. Power supply replaced and verified. Performed operational checks and system is operating as intended.